Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead developed an infection. Reportedly, a small pimple under the armpit site of the patient was noted prior to the extreme swelling. The patient also had tenderness and erythema over the device pocket site. The physician treated the patient with antibiotics. There were no additional adverse patient effects reported. The lv lead remains in service.